Manufacturer narrative:
Additional manufacturer narrative: it was reported that the device was discarded by customer. Without the return of the device, a root cause to the reported event cannot be definitively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no related nonconformances. The device was implanted for approximately 6 years. Overall, based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event.

Manufacturer narrative:
Evaluation (B)(4): other: no product return. Additional manufacturer narrative: without the return of the device, an analysis could not be performed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
It was reported the sales rep by the hospital an aortic valve was explanted after an implant duration of approximately 6 years due to calcified leaflets. The product has been discarded, therefore, no product analysis can be performed. Per the operative report, the preoperative diagnoses are aortic stenosis and regurgitation. "The patient tolerated the entire procedure satisfactory and left the operating room in stable condition."